Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Therefore, a review of the entire in-house testing history of the reported lot was performed. In-house testing on strip lot 350587 meets expectations. A review of the manufacturing batch records for the reported strip lot did not uncover any relevant non-conformances. The lot meets release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Event occurred in (B)(6). Patient's therapeutic range 2-3. (B)(6) 2015 inratio >7.5 five or six times. Lab tested 3.2. Time between tests two hours. (B)(6) 2015 inratio 5.2; lab 4.0. Unspecified day in the previous week the lab result was 3.6. No reported adverse patient sequela.